Manufacturer narrative:
Ca device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the physician reported that the biopsy needle rotated very abruptly on its own while the radiologist was taking samples. The needle made a loud crackling sound and after this a 4 mm crescent shaped piece of metal was observed in the patient´s breast at the biopsy site. It is suspected that the metal piece is from the needle. On a follow up email it was confirmed that the patient did not request for intervention. The staff deemed the metal fragments as harmless and were not considered to be removed. Patient will require lumpectomy due to her diagnosis in which they will include the removal of the tissue where the metal fragments are located. The surgeon and the site are aware of the fragments and they will be removed with the cancerous tissue.

Manufacturer narrative:
An investigation was completed: it was reported that during a brevera procedure on (B)(6) 2025, the physician reported that the biopsy needle rotated very abruptly on its own while the radiologist was taking samples. The needle made a loud crackling sound and after this a 4 mm crescent shaped piece of metal was observed in the patient´s breast at the biopsy site. It is suspected that the metal piece is from the needle. On a follow up email, it was confirmed that the patient did not request for intervention. The staff deemed the metal fragments as harmless and were not considered to be removed. Patient will require lumpectomy due to her diagnosis in which they will include the removal of the tissue where the metal fragments are located. The surgeon and the site are aware of the fragments, and they will be removed with the cancerous tissue. The device was returned to the post market quality laboratory for investigation. Visual inspection was conducted, and signs of physical damage were observed. Specifically, damage was found on the tip of the inner cannula, marks were identified on the inner diameter of the outer cannula, and the cut block is damaged. As additional information, the gears, bearing and all the tubing connections were inspected, and no issues were found. Functional testing could not be performed due to the device being damaged. The brevera device inspected by the pmqa team showed extensive damage to the inner cannula tip. The most likely failure mode was caused by an advanced inner cannula (ic), resulting from excessive and extreme interaction between the cannulas, as the inner cannula experiences greater displacement during its translating motion. This extreme condition can generate several failure modes that compromise the integrity of the cannulas cut block. The investigation determined that the probable cause for this issue is related to an already existing CAPA. As mentioned in the CAPA, this failure can occur due to incorrect placement of the disposable on the driver, since the current brevera console software does not have an alarm or system to alert the user when the driver is not in its home position. When the disposable is removed while the ic is retracted in any mode except standby, a pop-up message or alarm appears. Given the recurring nature of this issue, corrective measures were initiated to identify the root cause and establish appropriate actions in the CAPA. Conclusion: the reported issues have been confirmed, and the root cause has most probably been identified. A CAPA has already been created to establish the need for updates to the risk management files and corresponding corrective and preventive actions regarding the specific damage between the outer and inner cannula. The risk index for this situation falls inside of the range already calculated in the risk trending; therefore, no update of the risk management file is needed. Future events will be closely monitored and analyzed for potential trends. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no manufacturing issues or relevant risk factors related to the analyzed failure mode were identified. Lot number 24k30r expiration date 30-oct-2026 manufacture date 30-oct-2024 UDI (B)(4).